Event description:
It was reported that the patient experienced stimulation lost. System diagnostics recorded high impedance on the lead. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted.